Event description:
The complainant reported that a patient (gender unknown) underwent esophageal band ligation by way of a speedband multiple band ligator device. It was reported that during the procedure "the bands did not deploy properly". The grade of varices was not reported. The procedure was completed successfully using a second speedband device. The patient did not experience any complications or ill effects as a result of the reported event and was reported to have been in "fine" condition following the completion of the procedure.

Manufacturer narrative:
The actual speedband device that was reported to have failed was received by the manufacturer for evaluation; however, it was missing two subcomponents (an adapter ring and suture that secures it to the ligator head). Two bands remained on the device and a third band was loose in the tray. A functional evaluation of the device could not be conducted due to the condition in which the device was received. A visual examination revealed damaged teeth on the ligator head and a broken suture thread responsible for band deployment. It was determined that damaged teeth prevented the suture thread from properly rolling the bands off of the ligator head. The broken thread resulted from the increased force applied in the presence of damaged teeth. The root cause for the damaged teeth is unknown. The device history record was reviewed for the reported lot and no anomalies that could be associated with this incident were found. Additionally, no similar complaints have been reported this lot. Further, the february 2007 15 month trend chart for the multiple ligator product family was reviewed and showed an adverse trend for the product family. An adverse trend is defined as two consecutive months of increasing number of complaints. Four complaints for this product family were reported in 2006, fifteen were reported in 2007 and seventeen were reported in 2007. The complaint action limit of this product has not been exceeded. Due to the low number of increased complaints (total increase of complaints), the low magnitude of the number complaints (a total of 36 complaints versus 27,714 units sold during the same 3 months), and the low clinical severity of the failure modes, no further specific action is warranted at this time.